Event description:
A report was received that the patient was experiencing hotness and pain at the ipg site. Database analysis revealed no anomalies and the device appears to be working as expected. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was doing well postoperatively. The physician believed that the patient's symptoms of hotness and pain at the ipg site were caused by non-device related weight loss.

Event description:
A report was received that the patient was experiencing hotness and pain at the ipg site. Database analysis revealed no anomalies and the device appears to be working as expected. The patient will undergo a pocket revision.